Event description:
It was reported that at the start of a case the laser system displayed errors indicative of a system malfunction. After consultation with manufacture's technical support the errors were unable to be cleared by the user. The system was no longer able to be utilized. The physician canceled the case and indicated that the pt will be rescheduled at a later date. There was no report of a pt injury.

Manufacturer narrative:
The laser was serviced at the facility. Manufactures service engineer confirmed reported event had occurred. The service repair was completed and the laser was released for use.